Manufacturer narrative:
Ortho performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 2. Customer contacted orthocare to report a false negative in manual gel method on both cells of opened 0.8% selectogen lot# vs977 with mts igg gel card. Customer reports the entire 0.8% resolve panel a reacted at 2+ pos in all panel cells with single patient tested with same mts igg gel card lot. Customer also reports testing single patient with 0.8% resolve panel b lot# vrb225 with same lot of mts igg gel cards and entire panel is negative ((B)(4)). Orthocare asked customer what initiated customer to perform antibody identification panel if antibody screen was negative, customer reports technologist decided to perform both on single patient. Issue started on: (B)(6) 2016. Microtubes/wells or cell (donor #) affected: cells 1 and 2, methodology used: manual gel method, incubation time (for manual test only): 15 min, pattern observed: false neg. Reaction grade obtained: neg, customer was expecting: pos, test repeated: yes, result obtained by repeating: neg, method used to repeat: manaul gel method. Customer reports storing red cell reagents and mts gel cards according to IFU. Customer reports no signs of hemolysis or haze noted in red cell reagents. Qc data: known negative and pos patients. Qc type: in house qc last qc run: (B)(6) 2016. Patient pregnant:unknown by customer. Transfusion history: transfusion for past 6 years; last transfusion requested not provided. Sample type: edta. Cards /cassettes/ storage condition temperature: according to IFU. Reagent red blood cell storage and handling: according to IFU. Pipette used:tipmaster pipettor. Customer reports patient's last positive screen was in 2009 and was determined as a weak unidentified antibody. Customer reports repeat testing with alternate lot number of mts igg gel cards with 0.8% surgiscreen lot number in question by different technologist and false negative results still exist in manual gel method. Customer reports repeat testing with alternate lot number of mts igg gel cards with 0.8% resolve panel a lot number in question by different technologist and 2+ pos results still exist in manual gel method. Customer reports repeat testing with alternate lot number of mts igg gel cards with 0.8% resolve panel b lot number in question by different technologist and false negative results still exist in manual gel method. Customer reports testing single patient in question with expired 0.8% resolve panel a and same 2+ positive rxn in the entire panel. Customer reports autocontrol and dat is negative on single patient in question. Customer collected additional specimen from same patient and repeated all testing and reports identical results. Detail any maintenance failure or maintenance inadequately performed that would be relevant for the issue: maintenance up to date. Orthocare recommended that customer perform direct coombs testing on 0.8% resolve panel a which was used; customer unwilling to perform dat, customer does not believe entire panel is contaminated. Orthocare asked customer if red cell reagents were allowed to come to room temperature, customer reports yes. Customer reports qc is passing successfully and no other patients are being affected. Orthocare discussed with customer that event could be sample related to this single patient.